Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion testing or the unexpected restart error test due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self-tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.